Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "check clutch alarm", and the pump displayed a "check clutch alarm" during motor drive testing. The cause of the customer reported problem was a worn-out clutch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "travel reverse error" and "check clutch/plunger lever error." There was no patient involvement.